Manufacturer narrative:
Evaluation summary - a crack was confirmed in barrel side wall of the single syringe returned. Visual inspection showed a longitudinal crack approximately 1 1/2 inches in length along the barrel sidewall of the device. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at a chronic low level.

Event description:
User reports that syringe cracked causing medication leakage.